Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The universal surgical manipulator (usm) was analyzed and the reported problem was not replicated in-house. The usm was tested on an in-house system in normal mode where it passed. The usm was tested on a patient side cart (psc) fixture test platform (pftp) where it also passed.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, there was a noticeable shift during the universal surgical manipulator (usm) 3 movement. The issue had been occurring for some time. There were no errors nor messages found in the logs. The issue occurred only on usm 3, and no others, when control is assigned to the right hand. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.